Manufacturer narrative:
Product evaluation, review of trend analysis, risk assessment, and directions for use is underway. The investigation is ongoing.

Event description:
A user facility in germany reported that during surgery there was uncontrolled, excessive suction which led to a capsule rupture. A cutter was used for an anterior vitrectomy and the system had to be restarted after calibration failed. The procedure was extended by half an hour and a sulcus intraocular lens was successfully implanted.

Manufacturer narrative:
The system was restarted and normal operation was restored. No additional repairs or adjustments were required. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn.